Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction resulted in the guide wire becoming jailed with the implanted stent; thus, resulting in the reported entrapment. Upon removal, manipulation of the device resulted in the reported stretched and ultimately resulted in the reported detachment. As reported, the separated wire remained securely jailed with the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during an intervention of the left anterior descending (lad) coronary artery and the diagonal 1 coronary artery, a stent was implanted in the d1 artery, jailing the balance middleweight guide wire (bmw). Upon removal of the bmw, the distal end of the wire separated and remained jailed behind the implanted stent. No resistance was noted during removal of the bmw wire; however, the wire became stretched. Final outcome was good. One-week post-procedure, the patient was checked, and the separated portion of the wire was noted to remain securely jailed with the stent. No attempt was made to remove the separated portion of wire. There was no additional information provided.